Event description:
It was reported that the right atrial (ra) lead dislodged during atrial valve repair surgery. The lead was turned off and was scheduled for revision the following day. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).